Manufacturer narrative:
Return analysis. The explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. No wear was observed on the spherical rings. There were no obvious manufacturing or design defects which contributed to the failure. The wear analysis portion of retrieval and analysis protocol was not conducted because the cause of failure was obviously early infection and the time implanted was less than 12 months.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient (B)(6) ((B)(6)) index procedure was performed on (B)(6) 2021. On (B)(6) 2022, patient #(B)(6) underwent revision surgery due to ratchet malfunction. On (B)(6) 2023 apifix was notified that patient #(B)(6) underwent implant removal surgery on (B)(6) 2023 due to an early infection. The surgeon said it was an infected hematoma. There is no plan to re-instrument the patient as he is skeletally mature; they will observe and monitor the patient's curve progression. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of early infection is a known risk. The event of hematoma & wound infection is addressed in the IFU (instructions for use) as potential risks associated with the mid-c system and spinal surgery generally. The current rate of this event is 3.0%. This risk has been assessed and found to be acceptable per the company clinical evaluation report (cer). The risk have been quantified, characterized, and documented as acceptable within a full risk assessment.

Event description:
On (B)(6) 2023 apifix was notified that patient #(B)(6) ((B)(6)) underwent implant removal surgery due to an early infection. The surgeon reported it was an infected hematoma. There is no plan to re-instrument the patient as he is skeletally mature; they will observe and monitor the curve progression.